Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 it was reported that during preventive maintenance the cardiosave intra aortic balloon pump (iabp) had leak test failed - unspecified test. The getinge field safety engineer (fse) during pm found that the unit would fail the pim leak test. This occurred after already replaced the safety disk and the tidal volume disk. Found that the new tidal volume disk was causing the failures. Installed another new tidal volume disk and the system tested good. Completed a full pm and system test , all tests passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing department received the following part associated with this complaint tidal volume disk. This part was received with a reported unit failure message of pim leak test fails. Performed visual inspection of this part received and part looks to be in good condition. Installed the tidal volume disk into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per the cardiosave service manual pn 0070-00-0639 revision r. Performed all manifold leak tests and failed leak tests with result of leak diff pres. -193 mmhg, the factory specification is +- 10mmhg. The failure analysis and testing department verified the failure message of leak tests fails. Tidal volume failed testing. Retaining tidal volume disk in the fat dept. Pro procedure 0002-07-d008 rev aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) fails leak test with new tidal disk. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).